Event description:
In 2003, pt underwent ultrasound guided needle localization of lesion in right breast. The following day, pt had sentinel node biopsy and right partial mastectomy. The localizing wire was not seen externally on the pt or the occlusive dressing. X-ray and CT scan reveal that wire is present in posterior pleural space. Pt is stable. Follow-up CT scan is planned. No further intervention is required at this time.